Event description:
Event description guidant received information that this endotak lead was oversensing due to damage sustained from a clavicular crush. Inspection of the pocket revealed a lead fracture. The lead was removed from service and surgically abandoned. An additional guidant lead was successfully implanted. No other adverse events have been reported.